Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure where the lead was replaced. The explanted lead was visually inspected post op by the physician and revealed that there were no exposed cables on the lead, however the lead did display high impedances. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had experienced loss of stimulation. An x-ray showed what was believed to be a fracture in the lead. A revision procedure will be performed.

Event description:
A report was received that the patient had experienced loss of stimulation. An x-ray showed what was believed to be a fracture in the lead. A revision procedure will be performed.

Event description:
A report was received that the patient had experienced loss of stimulation. An x-ray showed what was believed to be a fracture in the lead. A revision procedure will be performed.